Manufacturer narrative:
The patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (03/13/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/ reporter contacted lifescan (lfs) alleging a onetouch ultra2 meter was displaying inaccurately high readings compared to her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported a few months prior to contacting lfs readings of ¿230 and 240mg/dl¿ were on the lfs meter. It is unclear how much time passed in between the readings. The patient reported using self adjusting insulin to manage her diabetes. The patient reported on the day of the alleged issue she took her usual 8-12 units of insulin in the morning and up to 50units of lantus at night. The patient reported immediately after the issue occurred she felt ¿sweaty¿. The patient denied receiving any treatment in response to the alleged symptoms. At the time of troubleshooting the cca confirmed the patient¿s test strips were in good condition and the meter was in a correct unit of measurement at the time of testing. A control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue she developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.